Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a starclose se device after a left superficial femoral artery interventional procedure using a 6f sheath. Scar tissue was present at the access site. Reportedly, resistance was met during thumb advancement in step 3 and at the same time the whole starclose device popped out of the vessel; however, the vessel locator wings remained opened with the plunger was still engaged. Manual compression was applied to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to the resistance with the thumb advancer include, but are not limited to, inadequate nick and spread, device angle change prior to thumb advancer stroke completion or vessel locator not placed against the surface of the vessel. Reportedly, the device was used in a calcified artery. It should be noted the starclose instruction for use states: do not deploy the clip in areas of calcified plaque. In this case, calcification is not a known contributor to mechanical jam with the thumb advancer. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - patient selection.